Event description:
Additional information received no patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was counterfeit, the right plunger case was cracked, incorrect assembly on barrel clamp head (tapered spring was inserted the wrong way) and plunger assembly. A review of the event history log identified no error which related to customer reported problem. Unable to perform any functional testing due to pump was sent in with counterfeit top case, incorrect assembly on both barrel clamp head, and plunger head also main board was sent in with a wrong software. The battery was found with low last measured discharge (lmd) due to normal wear the root cause was related to normal wear as the battery pack was over 4 years old. Replaced the battery.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 3500 pump is missing lever for plunger and battery needs full repair and reboot. No patient adverse events reported.